Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #25 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).

Event description:
It was reported via a clinical report form from the confirm ii predator post-approval study that during an orbital atherectomy (oa) treatment procedure, a type a, non flow-limiting dissection event occurred in the sfa/popliteal (pop) artery post-atherectomy. Two lesions were treated. The distal left sfa lesion was 80 - 90% stenotic and severely calcified; the length is unknown. The left pop lesion was 50% stenotic and severely calcified; the length is unknown. One patent run-off vessel was present prior to therapy. The distal left sfa lesion was treated with a 2.25mm solid crown oad which was spun for one run at low speed (46sec), at medium speed for one run (37sec), and at high speed for three runs (37sec, 38sec, 36sec) for a total run time of 192sec. The residual stenosis was 40%. The left pop lesion was treated with the 2.25 solid crown oad which was spun for one run at low speed (46sec), at medium speed for one run (37sec), and at high speed for one run (38sec) for a total run time of 121sec. The residual stenosis was 40%. The sfa lesion was treated with a 6.0x220mm balloon for one inflation at 7atms for a total inflation time of 180sec. A 5.0x120mm stent was then placed in the sfa/pop to treat the dissection and was post-dilated in the sfa/pop to treat the dissection and was post-dilated with a 6.0x120mm balloon for two inflations at 16atms each for a total inflation time of 20sec. The residual stenosis was 0%. It was also noted that the tip of the viperware broke off, but was successfully retrieved with a snare. The expectations for the case were met. No additional information is available regarding this event.